Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information the additional device referenced are filed under separate medwatch report number.

Event description:
This is filed to report the clip introducer separation. It was reported this was a mitraclip procedure performed to treat grade 4+ functional mitral regurgitation. After the mitraclip delivery system (cds) was introduced, the steerable guide catheter (sgc) failed to hold column, and air was introduced into the left atrium. The sgc was lowered to the patient¿s side below the heart and then put back on the stabilizer. More air was visualized, and the patients pressure dropped. Electrocardiogram noted st elevation, and the right ventricle was hypokinetic. The patient was shocked one time. A new sgc was prepped and the same cds was re-prepped; however, when re-prepping and changing the stopcock the flush port of the clip introducer separated into pieces. Therefore, the cds was no longer used. A new cds was used, one clip was implanted, reducing mr to <1. The patient is doing well with no neurological damage. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation identified the cracked and broken clip introducer flush port as a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. H6, code 1562 removed.